Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of additional information. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety check tests three times. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), g2, h6(component codes & clinical code).

Event description:
N/a.

Manufacturer narrative:
The customer's in house biomedical engineering department has corrected the issue. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a